Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient may undergo surgical intervention to replace their ipg at a later date. Reason for the surgery is not known. No further information is known at this time.